Event description:
Four days after percutaneous coronary intervention (pci) in a bifurcation lesion in the left anterior descending artery (lad) and the diagonal with two cypher stents, the pt returned to the hospital. Stent thrombosis was found in the ostial diagonal within the stent. It was treated with ptca and reopro administration. The pt was discharged on the following day.

Manufacturer narrative:
This pt was initially admitted with chest pain and abnormal stress test and the admitting medications included atenolol and simvastatin. Pci was performed on a de novo lesion in the ostial diagonal of 15mm in length in a native vessel with moderate tortuosity at a bifurcation. The (type c) lesion was characterized as calcified and ostial. The lesion was pre-dilated with a 3.0x10mm balloon at 6-9 atmospheres (atm) before two cypher stents were deployed in the left anterior descending artery (lad) and in the diagonal (2.75x23mm cypher stent). There was some overlapping of the diagonal stent in the lad. Each stent was deployed at 8 atm. Intra-vascular ultrasound (ivus) was used and the stent appeared to be perfectly deployed angiographically. There was no possibility of dissection. There was no distal disease untreated. The stent was post-dilated with a 2.75x12mm balloon at 8 atm. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) I flow was recorded pre-procedure but timi iii flow was restored post-procedure. Pre-procedure medications included aspirin 325 mg by mouth. Angiomax 8.3cc bolus and 19cc/hr gtt for 35 minutes was administered during the procedure. Other medications given during the procedure included fentanyl, versed atropine, plavix (600mg). Post-procedure medications included plavix 75mg daily and aspirin 325mg daily as well as atenol and simvastatin. Acts were not monitored. Please note that this device is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.